Event description:
Baxter reports 8 incidents of transfer sets with a borken clamp. Per baxter affiliate, no abnormal operation was observed during the solution change. The patients denied using iodophor solution to clean the surface. Noted during use. No patient injury or medical intervention reported per baxter affiliate.